Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that crossing difficulties were encountered. The 98% stenosed target stenosed lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent (des) was advanced but failed to cross the lesion. The procedure was completed using an alternative device. No patient complications were reported. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Investigation results: device analysis findings: a synergy xd mr ous 3.00 x 32mm was returned for analysis. A visual and tactile inspection identified no issues of the hypotube shaft. A visual, tactile and microscopic inspection of the shaft polymer extrusion identified no issues with the outer / mid-shaft sections or the inner lumen of the device. A visual and tactile inspection identified no stent was attached or returned. A microscopic examination identified crimp markings were visible on the balloon profile. Balloon cones were reviewed and were not subjected to positive pressure. A microscopic examination of the bumper tip showed no signs of distal tip damage. A microscopic examination of the distal and proximal markerbands identified no damage. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Due to the nature of the complaint, it is not possible to test the device, under laboratory conditions, for the device's ability to track through patient anatomy. Therefore, the complaint event cannot be confirmed. Based on the event description, the inability to cross the lesion was likely caused by the patient lesion anatomy. The lesion was severely calcified, severely tortuous and 98% stenosed.